Event description:
During a remote follow up, decreased sensing resulting in under-sensing and increased capture thresholds were observed on the right atrial (ra) lead. X- ray imaging was performed; no anomalies were noted. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of unacceptable capture threshold and under sensing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths consistent with procedural damage. Destructive analysis of the lead found the inner insulation was breached/damaged exposing the inner coil consistent with procedural damage.